Event description:
It was reported the camera head had image problems. The reported malfunction occurred during an unspecified procedure. The procedure was completed successfully. There were no reports of patient injury.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, g3, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: misalignment of coupler unit. Based on the results of the investigation, it is likely the following led to the malfunction: component failure, which is expected or random without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had image problems. The reported malfunction occurred during an unspecified procedure. The procedure was completed successfully. There were no reports of patient injury.